Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the device allegedly difficult to flush. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using power port. During preparation of port placement procedure, the device allegedly difficult to flush. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port clear vue slim implantable port attached to a catheter was returned for evaluation. Gross, visual, microscopic, tactile and functional evaluations were performed. Infusion and aspiration were attempted but were unsuccessful. The loaded catheter was removed for further functional testing. The port septum was removed for further investigation. What appeared to be a clear material, was found within the port body. The shape of the clear material appeared to snake looking. The material was felt to be stiff. The manufacturing site evaluation states, visual inspection of the images provided showed a pport MRI lap isp 8fr pu connected to the chrono flex catheter. It was observed that the septum was removed from the port revealing a matter inside the port septum, the material that was inside was of a similar appearance to the silicone used in the process of over molding the port. When evaluating the new images provided, a material that appears to be silicone was observed. This material apparently obstructed the port stem hole. Therefore, the investigation is confirmed for the reported difficult to flush and identified device contamination and obstruction of flow issues. The cause of this condition is related to be manufacturing. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (patient, device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.